Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that information was received from a patient regarding an implantable neurostimulator. The reason for call was caller stated that they are supposed to have an MRI tomorrow and wanted to make sure they could access everything so they could activate MRI mode. Agent walked the patient through activating MRI mode and reviewed compatibility. Patient had a hard time staying connected with the ins and had to reposition multiple times during the call. Patient also mentioned that they felt a pinching sensation with the communicator over the device on their lower back while trying to connect.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.